Manufacturer narrative:
(B)(4). The graftmaster was post-dilated using a 3.86x15 non-abbott nc balloon, but there was still flow. The graftmaster was post-dilated a second time at 16 atm. A final angiogram confirmed that the 2nd post-dilatation of the graftmaster sealed the perforation and patient chest pain was resolved. An echocardiogram confirmed that there was no pericardial effusion and the patient remained hemodynamically stable. The patient was subsequently discharged home. No additional information was provided. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). Concomitant medical products: guide wire: asiahi soft j 180cm, guide catheter: boston scientific 6fr fr4 sh, sheath: terumo 6fr glidesheath slender, stent: 3.5x38 boston scientific promus synergy. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however the additional treatment appears to be related to circumstances of the procedure.

Event description:
It was reported that during a percutaneous coronary interventional procedure to treat a heavily stenosed lesion in the mid right coronary artery (rca), a 180cm asahi soft j guide wire was advanced via left radial access through a non-abbott 6fr sheath and through a non-abbott 6fr guide catheter and to the distal rca. Pre-dilatation was then performed in three areas of the rca using a 3.0x15 non-abbott balloon catheter via inflations from 10 to 12 atmospheres (atm). Angiogram then showed a non-flow-limiting dissection at the lesion site. A 3.5x38 non-abbott stent was then deployed at 14 atm when a perforation was angiographically noted in the mid rca. Reportedly, the asahi guide wire did not cause or contribute to the dissection or perforation in any way. Attempts were made to seal the perforation via multiple inflations, held at one minute per inflation, using a 3.0x15 non-abbott balloon, but the perforation was unable to be sealed using the balloon. The patient was hemodynamically stable but began to experience chest pain. Additional attempts were made to seal the perforation via multiple inflations to 12 atm for 30 seconds with a 3.5x15 non-abbott balloon, but the perforation was not sealed. Post-dilatation was performed using the same balloon in the non-abbott stent via inflation to 18 atm, but the perforation persisted. Angiomax infusion was also discontinued, but the perforation still did not seal. A 3.5x16 rx graftmaster covered stent was then deployed at 16 atm.